Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014, to report that the transmitter gave an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.